Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other 3.25 x 12 nc trek referenced is filed under a separate medwatch report number.

Event description:
It was reported that the hub separated from two 3.25 x 12 mm nc trek balloon catheters. No additional information was provided.